Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Tandem technical support made multiple attempts to contact customer regarding back up insulin method and was not successful. Customer¿s blood glucose level was 122 mg/dl.